Manufacturer narrative:
Arjo was notified about the event involving the maxi sky 600 ceiling lift and sling (model number mfa2100-l, serial number (B)(6). Following information provided during the patient's transfer from a wheelchair to a bed the patient slipped out of the sling. The customer reported that the caregiver incorrectly applied the sling. No injury was reported. The device and sling were evaluated by the arjo technician. No device malfunction was found which might led to the patient's fall. Following information provided by the customer the sling was incorrectly applied by the caregiver. The instruction for use step-by-step instructs the user how to use the sling. In the section applying the sling, there is a step which informs that: "place the leg flaps underneath the patient's legs". To sum up, the caregiver incorrectly applied the sling by not placing the sling loop around the patient's leg, as per the step-by-step instructions provided in the instruction for use. Arjo device was used for a resident transfer when the event occurred and from that perspective, it played a role in the event. The device was not performing as intended as the patient slipped out of the sling. The complaint was decided to be reportable as the patient fell out of the sling during the transfer.

Event description:
Arjo was notfied about the event involving maxi sky 600 ceiling lift and sling ( model number mfa2100-l, serial number (B)(6). Following information provided the patient slip out of the sling during the transffer. The customer reported that the cargiver incorrectly applied the sling.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.